Event description:
It was reported that the power cord for a dash 4000 patient monitor caught fire at the outlet end connector. The fire was detected and the pt was transferred to another monitor in another room. There are no reports of pt injury.

Manufacturer narrative:
The damaged cord was returned and tested by a ge healthcare engineer. The failure was caused by damage to the electrical contact area inside the molded power cord plug end where the wire is crimped to the terminal end of the metal blade assembly. This damage was likely due to years of heavy use. Frequent connection and disconnection into and out of the ac outlet caused stress on the blade that eventually led to weakening of the crimp-to-wire connection. Current flow through the weakened crimp connection causes the power cord to overheat and possibly melt and burn. Standard installation and maintenance procedures recommend by ge healthcare requiring inspection, leakage current, and ground continuity testing would have detected flaws in the power cord prior to use. Ge provides preventative maintenance leveling for users to inspect and test and integrity of power cords in the "electrical safety checks" section of the dash service resistance of the safety ground conductor and the level of leakage current (line conductor-to-ground and neutral conductor-to-ground) meets the (B)(4) standard. The damaged a/c power cord and electrical outlet at the site were replaced.